Manufacturer narrative:
Eval results: investigation: the catheter was returned for examination. A review of the mfg records could not be performed as the user facility did not record the lot number used. Visual examination of the returned catheter reveals it was sheared off, with a needle bevel cut, and the damage is consistent with what occurs when the catheter is pulled back through the epidural needle. Root cause: based on history, this type of event is typically caused by the user pulling the catheter back against the needle bevel. The instructions for use has a precaution "never withdraw catheter back through the epidural needle as this may cause the catheter to kink or shear." This report has been logged for trending.